Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate hv therapy from the device. X-rays indicated the rv lead had dislodged. Surgical intervention was undertaken to explant and replace the lead. The patient's condition was stable before and after the procedure.